Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, the pump battery was not charging properly. Alternate charging supplies were used and the issue persisted. Customer continued to use pump for insulin therapy as the pump had remaining charge. Customer's blood glucose was 90-180 mg/dl.